Event description:
It was reported during a procedure on an unknown date the anchor tip fractured. Due to tip fracture, there was a surgical delay over thirty minutes.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. The anchor fracture is consistent with incorrect angle of insertion and/or proper bone preparation.